Event description:
It was reported that the right ventricular lead had an apparent micro-perforation a few days post implant. It was also reported that the micro-perforation was manifested through increasing pacing thresholds and non-capture in the unipolar configuration. The lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), all insulators were breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.